Event description:
It was observed that during the device evaluation, the nozzle of the videoscope had foreign material and the probe cover was burned. There were no reports of patient involvement.

Manufacturer narrative:
The customer's allegation was confirmed. The device evaluation found the nozzle of the videoscope had foreign material and the probe cover was burned. Based on the results of the investigation, the foreign material could not be identified, and a definitive root cause cannot be identified. Based on the results of the investigation, it is likely that the tip cover was burnt because the high-energy device was used without ensuring a sufficient distance from the tip. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.